Event description:
It was reported that the customer went to the emergency room due to high blood glucose readings of 580 mg/dl. Customer stated that she woke up with blood glucose readings of 530 mg/dl and treated with novolog. Customer took her blood glucose readings again and they had increased to 580 mg/dl. Customer went to the emergency room where she was treated with sodium chloride and a bolus and released. The next day, customer woke up with blood glucose readings of 242 mg/dl and treated herself with a bolus. Customer's blood glucose readings increased to 335 mg/dl half hour later. Customer reported symptoms of dry skin and nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.